Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: mentor smooth round moderate profile 250cc saline prosthesis, catalog #3501635, lot #5556252. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis experienced left sided deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 225cc saline prostheses was performed.